Manufacturer narrative:
Concomitant medical products: 5086mri lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular lead was capped and replaced with a chronic pacing lead. Follow-up was attempted with the physician's office but no additional information could be obtained. No patient complications have been reported as a result of this event.